Manufacturer narrative:
Device evaluation: there were no issues or non-conformities found with this device during evaluation. A review of the manufacturing history of this device did not reveal any manufacturing issues that could have contributed to this adverse event. The device functioned as specified.

Manufacturer narrative:
(B)(4)

Event description:
Laceration during lead extraction at svc/ra junction. After suspected snowplowing, the physician decided to upscale to a 16fr. Glidelight at the svc junction. At that time the bp dropped. Tee performed found no filling of the rv. Sternotomy was performed to repair a 4 cm tear at the svc/ra junction. Patient survived the intervention. As of (B)(6) patient is awake and mobilizing. The physician was very specific regarding the patients unnaturally thin svc vessel wall. The atrial lead was removed and the ventricular lead was capped with an lld inside. Concomitant device report; #1721279-2016-00039.